Event description:
Customer reported: "ua-7, load plate screw". No adverse event reported.

Manufacturer narrative:
Device has been received and is being evaluated. However, eval has not yet been completed. A supplemental report will be filed when the eval is completed. No adverse event reported.

Manufacturer narrative:
Device has been received and is being evaluated. However, eval has not yet been completed. A supplemental report will be filed when the eval is completed. No adverse event reported.